Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Four pictures were recevied for evaluation by out quality team. The first picture shows a syringe half filled with liquid and a baxter label. The second picture shows a syringe, upright with liquid inside. The third picture shows a vile of medication. The fourth picture shows a close up of the vile of medication with a baxter label. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe experienced impurity inside pump. The following information was provided by the initial reporter: 1 x 5fu 3500mg (compounding) on batch number 22g12ch00076 that had impurity inside pump.

Event description:
It was reported that the unspecified bd syringe experienced impurity inside pump. The following information was provided by the initial reporter: 1 x 5fu 3500mg (compounding) on batch number: 22g12ch00076 that had impurity inside pump.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 05-feb-2023. Investigation summary: it was reported there was an impurity in the syringe. To aid in the investigation, one 30ml syringe and four photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed in the syringe. In addition, two 3"x1" glass plates holding a particle about 1/64" was also received. On the glass plates there is a red circle indicating the fm. Due to the size of the particulate, it is not possible to perform and additional analysis. In the four photos provided, two photos show a syringe with solution and two photos show a vial. No other information could be obtained from the photos. As a material or lot number was not provided, a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced impurity inside pump. The following information was provided by the initial reporter: 1 x 5fu 3500mg (compounding) on batch number 22g12ch00076 that had impurity inside pump.